Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. The reporter stated that the pump keypad buttons required multiple presses to engage. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad button response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: the keypad was fully intact with no evidence of damage or peeling observed. The down and up keypad buttons were intermittently unresponsive to testing. The contrast and ok keypad buttons were responsive to testing. The keypad cover was removed and contamination was observed under the ok, down and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.